Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their service indicator is illuminated. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. Stryker also observed another event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their service indicator is illuminated. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. Stryker also observed another event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Further investigation of the reported issue determined a faulty a04 therapy pcba was causing defibrillation failures and the event code. Stryker determined the ic-bimosfet q8, part of the h-bridge was found to be shorted on the a04 therapy pcba. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.